Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the 2nm torque limiting handle with quick coupling (p/n: 03.614.035, lot number: 5618649) was received at us cq. Visual inspection of the complaint device showed no exterior damage. Service and repair documents indicated the device failed high in calibration. During testing at service and repair, the technician found out that the torque limiting handle with quick coupling has failed in calibration. The repair technician reported the device failed in calibration. Torque test high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed high. The item will be forwarded to customer quality. The evaluation was confirmed. A functional assessment was performed with the complaint device at service and repair. The complaint device was out of calibration. The complaint condition can be replicated. No dimensional inspection was performed due to inaccessibility of internal components. This complaint is confirmed as the complaint device is out of calibration. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 03.614.035; synthes lot number: 5618649; supplier lot number: n/a; release to warehouse date: 04oct2007; expiration date: n/a; supplier: (B)(4). Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during testing at service and repair, the technician found out that the torque limiting handle with quick coupling has failed in calibration. There was no patient involvement. This report is for 1 2nm torque limiting handle with quick coupling. This is report 1 of 1 for complaint (B)(4).